Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. A review of device download data does not suggest that there was any device malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time of the event. The lifevest treated the patient and hospital staff attempted to resuscitate the patient. A review of device download information reveals that the lifevest detected asystole at 15:36:20. Three treatments were delivered at 15:37:31, 15:38:04, and 15:39:29. The patient's rhythm at the time of the treatments is unknown due to the presence of CPR artifact. The CPR artifact contributed to the false detections. The lifevest was shutdown at 15:39:37. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.